Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms when attempting to deliver a bolus. The customer was unsure of blood glucose level due to not testing. As the customer changed the supplies to the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.